Event description:
Reporter alleged obtaining readings between 120-140 mg/dl on the advantage system while feeling hyperglycemic symptoms. Reporter stated that his doctor sent him to the hospital after they obtained a reading around 700 mg/dl. He reported that at the hospital he was treated with insulin and metformin, then released 1 week later. Reporter also alleged obtaining a discrepant blood glucose result of 58 mg/dl, self-treating with orange juice, then obtaining a result of 257 mg/dl within 1 minute on the same system. Reporter indicated that he was not experiencing any hypoglycemic symptoms during the time of testing. Reporter also alleged that the comfort curve blood glucose test strips were labeled with an expiration date of 12/30/2007. The manufacturer's batch records show the actual expiration date to be 09/30/2007. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.